Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Continued section e1 (phone #) (B)(6). Additional, changed, and/or corrected data: b3, e1, e3, g2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Regulatory agency reported "rupture" and "capsular contracture, baker grade iii". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Regulatory agency reported "rupture" and "capsular contracture, baker grade iii". This record is for the right side. Device has been explanted.